Event description:
Allegedly the patient was revised due to pain (left).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 3010536692-2014-01136, -01137. This report will be updated when the investigation is complete.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.